Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to defective patient board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had a loose connector connection. The device was sent to olympus for evaluation. Evaluation found there was no image from the device when the cable was connected. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm.

Manufacturer narrative:
In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the lock lever of the scope socket was found to be broken.. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.